Event description:
It was reported that the 9900 system had a burning smell coming from the c-arm. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.